Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.

Event description:
It was reported that the patient had difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year to the date the manufacturer became aware.